Event description:
Patient with recent aicd placement received an inappropriate shock requiring lead revision. This procedure was done at another facility. During that procedure an odd noise was heard in the electrode. After the revision, she was found to still have an inadequate defibrillation threshold. She was referred to physician for follow up. She was returned to surgery to replace the endocardial leads. The defibrillator lead appeared to have insulation difficulties with a rippled pattern noted in the lead. The faulty lead was removed and a subcutaneous array electrode implanted.